Event description:
The facility reports the resident had taken a shower and was being transferred from the shower chair into her wheelchair. The resident's legs had twisted to one side. The resident proceeded to fall onto her buttocks as the cna assisted her to the floor. The resident sustained bi-lateral knee fractures of both knees.